Manufacturer narrative:
Type of investigation, findings, and conclusions. The returned device was visually inspected, and the following was observed: kink observed on balloon shaft due to packaging. Crimping balloon material was found twisted. Leakage at the fine adjust wheel was observed when inflating through the inflation balloon port. X-rays of the handle were taken and damage on the balloon shaft was observed proximal to the stop sleeve. Delivery system was disassembled after functional testing and revealed damage/twist on the balloon shaft just proximal to the stop sleeve. The complaint for delivery system leakage was confirmed based on evaluation of the returned device while the complaint for difficulty or inability to withdraw system with valve through the sheath was unable to be confirmed due to the lack of procedural images. No manufacturing non-conformances were identified during engineering evaluation. A review of the device history record, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use and training manuals revealed no deficiencies. Evaluation of the returned delivery system revealed a balloon shaft damage/twist just proximal to the balloon shaft stop sleeve. As observed from x-rays and disassembly of the handle, the leakage originates from the twist damage found on the balloon shaft proximal to the stop sleeve. The lumen between the balloon shaft and guidewire lumen allows for a passageway for fluid to inflate the balloon. Although the balloon shaft is reinforced with a wire braiding, forces such as tension, compression or torquing the material can compromise the balloon shaft walls and result in a leak path. As the delivery systems are 100% tested for leakage, this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact cause of the leak is unknown, however if the balloon shaft is pulled to the warning marker and locked, it can expose the proximal stop sleeve joint to potential bending or twisting. As such, it is possible that after gross alignment and prior to inflation, the balloon shaft was twisted and resulted in the observed leakage at the balloon shaft. Per the training manual: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Check delivery system before valve alignment. If kinked, do not use. The warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. A definite root cause is unable to be determined. However, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. As reported, "as the delivery system balloon could not be pulled out of the valve, the valve was stripped off at the esheath". Per procedural manual, "thv can be retrieved through sheath only before thv deployment (still crimped)". In this case resistance was reported during system retrieval, when valve was partially deployed. As the balloon was leaking, it is likely that full deflation was unable to be performed. The partially inflated balloon likely caused the reported interaction with the thv frame, requiring using the sheath tip aid in dislodgement of the thv off of the balloon by the physician to facilitate a non-target deployment in the descending aorta, where the patient also experienced an aortic rupture. It is possible that the thv deployment using a non-edwards balloon led to the rupture of the descending aorta. Additionally, it is possible that withdrawal of the exposed outflow struts of the partially deployed thv to the access site, and/or advancement of the exposed outflow struts from the access site to the final non-target deployment site, caused damage to the patient vasculature during travel through the aorta, which may have then been exacerbated by the eventual non-target deployment and ultimately contributing to the aortic rupture. However, a definite root cause is unable to be determined. Available information suggests that procedural factors (withdrawal of partially deployed thv) may have contributed to the reported withdrawal difficulties. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated sections b5 and h6- impact code.

Event description:
As reported by our affiliates in germany, this was a case of a valve-in-valve procedure, by transfemoral approach, with a 26mm sapien 3 ultra valve inside of a degenerated non-edwards valve implanted in 2018 in aortic position. The non-edwards valve had heavy calcification on the leaflets and deeply descending coronary arteries. After balloon aortic valvuloplasty, the stent could not be placed in the annulus. Transesophageal echocardiogram showed that the wire went through a stent strut. The wire was replaced. There was no issue when the commander delivery system was inserted through the esheath. The 26mm sapien 3 valve was then placed in the intended position (80/20). Rapid pacing was started. However, when attempting to inflate the balloon of commander delivery system to expand the valve, the balloon only partially inflated, and the valve did not open symmetrically. The atrion syringe was filled several times, but the contrast medium came out of the handle. Moreover, as the delivery system balloon could not be pulled out of the valve, the valve was stripped off at the esheath. After this, there was no issue with the withdrawal of commander delivery system and esheath. After the withdrawal, no damage was observed in the esheath. The valve was left implanted in the descending aorta with a non-edwards balloon. After this, a new 26mm sapien 3 ultra valve was implanted without further complications with additional access by left femoral artery. The patient was in extracorporeal membrane oxygenation (va-ECMO) and received blood transfusions because a rupture in descending aorta occurred due to the valve implant in this area. Unfortunately, the patient was unstable and passed away during procedure. The perceived root cause of this event was a rupture of the descending aorta likely due to the valve implant in this area.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in germany, this was a case of a valve-in-valve procedure, by transfemoral approach, with a 26mm sapien 3 ultra valve inside of a degenerated non-edwards valve implanted in 2018 in aortic position. The non-edwards valve had heavy calcification on the leaflets and deeply descending coronary arteries. After balloon aortic valvuloplasty, the stent could not be placed in the annulus. Transesophageal echocardiogram showed that the wire went through a stent strut. The wire was replaced. The 26mm sapien 3 valve was then placed in the intended position (80/20). Rapid pacing was started. However, when attempting to inflate the balloon of commander delivery system to expand the valve, the balloon only partially inflated. The atrion syringe was filled several times but the contrast medium came out of the handle. Moreover, as the delivery system balloon could not be pulled out of the valve, the valve was stripped off at the esheath and implanted in the descending aorta with a non-edwards balloon. After this, a new 26mm sapien 3 ultra valve was implanted without further complications. Unfortunately, the patient was unstable and passed away. The perceived root cause of this event was a rupture of the aorta.